Event description:
It was reported that the implantable neurostimulator (ins) felt warm to the touch off and on since it was implanted. It was getting hot when the patient used it throughout the day. The doctor thought the ins was superficial and wanted to revise the pocket. It was noted the ins was also warm after recharging. The manufacturer¿s representative (rep) further reported that it was unknown if there was a 50% or greater symptom reduction, if the cause of the event was determined, if it was device related, how the patient was doing now, or if they were receiving therapy since they had not seen the patient since the event was first reported. No programming was needed and there was no troubleshooting or interventions done since the rep. Was unable to check the temp. Since the patient didn¿t bring the recharger. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information received reported that there were no notes of a warm feeling. It was noted that the patient complained of pain at the implantable neurostimulator (ins) site. Lidocaine patches had been ordered and epidural injections to help with the pain. At the patient's most recent appointments, there was no note of pain at the ins site. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information received from a healthcare professional (hcp) reported that there were no reports of warmness noted, only pain at the ¿pump¿ site. The patient had had multiple reprogrammings to gain coverage in the feet, legs and low back.